Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device electrogram showed external noise on the right ventricular port, which was on the same days as the patient would undergo dialysis. Short v-v episodes and non-sustained high rate episodes were also noted. The sensitivity was reprogrammed and no noise episodes were later seen. The device remains in use. No patient complications have been reported as a result of this event.